Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were performed. There were no visual or functional non-conformances related to the reported event identified. The photo attached to the field report confirmed the reported critical error message. The software files were downloaded and provided for review, however, the necessary log files for the occurrence date ((B)(6) 2020) were not provided. Therefore, the cause of the critical error message cannot be confirmed. The reported complaint states that the critical error occurred when they were in the splash screen and swiped the console touch screen to the off position. A critical error message is shown when the qtlauncher software application has failed/crashed in some way. If the user had not closed a pop-up message prior to the soft shutdown (swiping the console touch screen to the off position), the critical error message will be displayed. The pop-up message remaining open causes the application to crash during the final stages of the shutdown process, resulting in the critical error. This is a known software bug, and the issue poses no harm to the patient because it is observed during system shutdown. Although the reported complaint cannot be confirmed, an open pop-up message prior to the soft shutdown of the console is a likely contributing factor for the critical error message. Refer to the real intelligence cori for knee arthroplasty user manual. The critical error presented is a system fault error that occurs for an event that requires the cori to be restarted or shutdown. Prior to the soft shutdown of the cori, ensure that all popup messages are closed. According to the real intelligence cori for knee arthroplasty user manual, when exiting the cori application software, press the power button located in the upper left corner of the screen. Press the yes button to confirm the quitting of the application. Another message prompts the user to remove checkpoint pins before closing where the user will press ok unless they want to return to the last screen that was displayed. In that case, they will press no. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. This situation is captured in the risk assessment released at the time of the complaint. No further containment or correction is required.

Event description:
It was reported that, when they attempted to turn off the cori by swiping the console touch screen to the off position after three flawless cori tka procedures, they received a critical error (launcher exited due to configuration error). They pressed quit and the system proceeded to shut down. They turned off the console switch on the backside afterward. There was no impact on the cases as this took place during normal shut down/power off. No patient was involved.